Event description:
Customer claim per interaction notes: unit sparked and then caught fire - said it was plugged into gfi outlet and if not, could have been electrocuted, she said - used cordless units for years, and this is first plug-in unit - very familiar with this product - frightening experience, looks like casing not put together correctly - sending photos- waiting on photos and I will submit cc for her-adv she would be contacted w/ 2 business days. Customer submitted images demonstrating cord fatigue at strain relief. No indication of bodily harm or property damage, concern over product safety seem to be primary drivers. RMA issued (B)(6).